Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6b, d9, e3, h3, h6.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on june 13, 2025, with lot number 3258834. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Capsulotomy performed.